Event description:
Complainant alleged that during a routine preventative maintenance check the devices pacer output was found to be selected setting. The complainant indicated that there was no patient involvement in the reported failure.